Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure a stent wire was sticking through the catheter. A rx stent/8.5 x 10 cm had been advanced to treat an unspecified lesion in the "duodenum major ampulla" but the device would not deploy. The stent was removed and it appeared that the push catheter was damaged and a stent wire was sticking our through the catheter. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".